Event description:
Ongoing gynecology issues; essure sterilization device fitted in 2006. Since having essure fitted in 2009 I have had several issues that I have returned to the gp and hospital for years to be resolved with no success as yet. FDA safety report ID # (B)(4).